Event description:
According to the attached medwatch report, "pt sustained cardiopulmonary arrest during pipida scan. The lifepak 9p malfunctioned during the code - unable to pace. Another lifepak was immediately brought to the code however pt did not respond to code team efforts." The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up defribrillator/monitor.